Event description:
Information was received from a company representative regarding a patient receiving an morphine 30 mg/ml at 15 mg/day via an implantable pump. The indications for use were a motor stall was reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were the logs were read and confirmed a motor stall. The patient went to the ER (emergency room) because he ¿wasn¿t feeling right¿. The patient had nausea and diarrhea. They treated the patient for ¿dka¿ (diabetic ketoacidosis) in the hospital. They were not aware that pump had stopped at that point. It stalled on (B)(6) 2017, recovered and stalled again on (B)(6) 2017. It did not recover after that. The actions and interventions taken to resolve the issue was a pump replacement was planned. The issue was not resolved at the time of the event and the patient¿s status was noted as alive, no injury. No further patient complications were reported.

Manufacturer narrative:
The indications for use were not reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was turned to minimum rate and the patient was being supplemented with oral narcotics. It would be determined over the next couple of weeks if the patient wanted to have the pump replaced. The indications for use were non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-aug-2017 from a healthcare professional via a company representative and it was reported that the pump was replaced. The patient had reported good therapy with the new pump. The patient status was ¿alive ¿ no injury¿. The issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.